Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. This report is number 5 of 6 mdrs filed for the same event (reference 18250342013-00342 & 04633 & 2014-00803 & 02970 / 02972).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 5 of 6 mdrs filed for the same event (reference 18250342013-00342 & 04633 & 2014-00803 & 02970 / 02972).

Event description:
It was reported that patient enrolled in a clinical study underwent a total hip reimplantation on an unknown date in 1981. Subsequently, patient underwent a revision procedure on (B)(6) 1995. It was further reported patient underwent an irrigation and debridement procedure on (B)(6) 1996. Subsequently, patient underwent revision procedures on (B)(6) 1996 for unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2006 due to periprosthetic fracture. Subsequently, radiographs revealed the diaphyseal segment had fractured. Patient underwent a revision procedure on (B)(6) 2011 due to stem component fracture. It was further reported patient underwent a revision on (B)(6) 2013 due to pain and fracture of the femoral component. The proximal femoral component and femoral head were removed and replaced with a custom intercalary segment, proximal femoral body, and femoral head.